Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, when air was removed, reverse blood occurred from the introducer sheath valve which was higher than usual. The introducer sheath was attempted not used and replaced. No patient complications have been reported as a result of this event.